Event description:
The pt reported experiencing several episodes of low blood glucose in (B)(6) 2010. On one occasion the pt's blood glucose lowered to 20 mg/dl during the night and he lost consciousness. His wife called for an ambulance and he was treated with an IV injection. He stated that prior to experiencing low blood glucose he had eaten and bolused 3 units of insulin and his blood glucose measured 170 mg/dl. He stated that on other occasions he experienced low blood glucose during the day and he treated himself by eating. He believes the infusion device does not properly deliver insulin. He switched to his backup infusion device. His normal blood glucose range is 100-200 mg/dl. No further info is available. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.